Event description:
Customer informed and reported that he had an allergic reaction to foam dressing. Customer informed he got blisters and open sores.

Manufacturer narrative:
Medline industries, lp, as the manufacturer, has already reported the adverse event (mrf. Report #:1417592-2026-00104). Shanghai iso medical products co., ltd., as the contract manufacturer, has cooperated with the customer in the investigation. We are conducting an investigation and will take corrective and preventive measures if necessary.